Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display screen flashes and stays blank and cannot be stopped. The customer indicated that the pump will audio alarm as well. Customer's blood glucose was unknown at the time of incident. No further information was given.

Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly due to cracked lcd controller. No blank display anomaly noted. No audio or beep anomaly noted. The insulin pump was missing a component and damage lifted terminal. The insulin pump has cracked reservoir tube lip, scratched case and minor scratched lcd window.